Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile viewing station (mvs) was having difficulties driving. Site reported that when the system was being pushed down the hallway, the mvs had a driving malfunction and the person operating the system injured their elbow. There was no reported damage to the system. There was no patient involvement.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that no issues found with mobile viewing station (mvs). Field service engineer (fse) found that the umbilical and break out not connected. Returning system to customer as working as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000424; product ID: bi71000167: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon further review the event does not meet the definition of a serious injury. Although there was an injury to the operator, it was not serious in nature and did not require reporting as a serious injury. This event should not have been reported.